Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while the astral device was being configured for the patient, it failed to complete its internal self test. There was no patient connected at the time of the event.